Event description:
It was reported that the stopcock connection to the delivery system didn't fit properly. The stopcock was removed and replaced. The second device used on the same patient had the same event occur and was replaced with another stopcock.